Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that two tubing leaks occurred on the oncology care area, one was on (B)(6) 2018. No patient harm was reported. This report is for the set which leaked from the bottom of the blue fitment. The set contained chemo and was discarded after the event.